Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component pxt281416: (B)(4). UDI for gore® excluder® contralateral leg component pxc141000: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient reportedly presented with high blood pressure and dyslipidemia. Pre-operative measurements found the aneurysm to measure 50 mm in diameter. On (B)(6) 2011, follow-up computed tomography imaging identified a type ii endoleak. On (B)(6) 2011, and in an attempt to solve the type ii endoleak, two lumbar arteries were clipped during robot-assisted surgery. On (B)(6) 2016, follow-up examination revealed an aneurysm diameter of 76 mm. On (B)(6) 2017, the endograft was explanted due to the persisting type ii endoleak and the enlargement of the aneurysm.

Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. Both the explanted gore® excluder® trunk-ipsilateral leg component pxt281416 / 8558213 and the gore® excluder® contralateral leg component pxc141000 / 8529898 were returned to geprovas for investigation. The investigation of the trunk-ipsilateral leg endoprosthesis segment found that minimal, scattered plaques of friable red brown material were present on the albumen surface. Tan tissue is within the lumen of the proximal trunk and ipsilateral leg. No material disruptions were identified from the gross images. The investigation of the contralateral leg endoprosthesis segment found that minimal, scattered plaques of friable red brown material were present on the lumen and albumen surfaces. The lumen is widely patent. No material disruptions were identified from the gross images. Based on the review of the report in conjunction with the conclusion of the geprovas investigators, no additional analysis was requested.

Manufacturer narrative:
Patient identifier: added data.

Manufacturer narrative:
Added data.